Event description:
It was reported that the patient presented to the hospital after receiving 6 inappropriate shocks. Upon further analysis, the right ventricular (rv) lead exhibited oversensing resulting from a confirmed lead fracture. The rv lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the actual lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range, oversensing due to emi (electromagnetic interference)/noise was noted, as was oversensing due to non-physiologic signals/sic (sensing integrity counter). Subsequently, analysis of the device memory indicated a lead impedance out of range alert, a lead noise alert, and the criteria for the right ventricular lead integrity alert were met. (B)(4).